Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient was in a multiple vehicle accident one week post implant. Patient experienced pain at the ipg site. As a result the ipg pocket location was revised on (B)(6) 2019. Issue resolved post-op.